Event description:
It was reported that customer having some issues with foley catheter, this was the current catheter they were using but having issues with it not draining while they were sleeping (lying down). They thought might be bladder has shrunk, and the eyelets were touching the bladder walls.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer having some issues with foley catheter, this was the current catheter they were using but having issues with it not draining while they were sleeping (lying down). They thought might be bladder has shrunk, and the eyelets were touching the bladder walls.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.